Event description:
Olympus (omsc) was informed that the customer visera elite video system center was returned to olympus service department for a reported ¿noise occurs when the connector is moved¿. The problem was found during an unspecified event. No death, injury or harm was reported. Upon inspecting and testing, the image is intermittent due to defective video cable connectors. This report is being submitted to capture the intermittent image defect.

Manufacturer narrative:
The service evaluation confirmed found the image is intermittent due to defective video cable connectors as noise occurs when the video connector is moved. The video connector socket locking mechanism does not work. Battery consumption. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed noise on the image when the video connector is moved likely due to a broken connector lock. The specific root cause of the broken connector lock could not be determined at this time. Olympus will continue to monitor field performance for this device.